Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a proximal humeral fracture the variable locking bushing broke out of the plate. The broken piece was retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-14005 batch 15129755 was received for investigation. During functional testing, moving the bushing revealed no resistance. During the visual inspection, it was observed that the bushing intended for the central hole was absent. The most probable causes for the reported failure may include user error, inadequate bone preparation, misaligned insertion, or excessive force applied to the fixation screws.